Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings:the last basal delivery was on 24-aug-2018. A replace cartridge alarm was recorded on 25-jun-2018 at 20:29; deliveries were resumed at 20:39. An unexplained power reboot occurred on 01-jul-2018; deliveries resumed on 23-aug-2018. A temporary basal program was run several times on 25-jun-2018 and on 26-jun-2018. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 units/hour basal rate; at the end of testing the basal history correctly showed 2.0 units/hour and the total daily dose showed 24.0 units. No errors, alarms, or warnings, or delivery interruptions occurred during the testing. Investigators were unable to duplicate the complaint of inaccurate delivery.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 300 mg/dl with symptoms of thirst and moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had been dropped and then the patient¿s blood glucose started to go high. The patient had discontinued pump therapy at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.